Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of water leakage was confirmed. After further review it was also found that the curved rubber had fallen off. The video connector was cracked. The scope cover, operations part, grip, right/left lever, up/down plate, right/left plate, video connector, video connector case, light guide connector, and light guide cover glass surface, were all scratched. The characters on the scope cover disappeared, the curved pipe blade was broken, the curved rubber had fallen off and adhesive was missing, the adhesive of the objective lens had fallen off. Holes in the curve rubber prevented water tightness and leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, water leakage of the endoeye flex deflectable videoscope. There was no patient harm reported. Product evaluation found that parts fell from the distal sheath. This medwatch report is being submitted to capture the reportable malfunction found during product evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, external factors, or handling. Olympus will continue to monitor field performance for this device.